Manufacturer narrative:
The product is not available for evaluation as it was implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.

Event description:
The report rec'd indicated that during a coronary procedure, the cypher was being delivered to the target lesion for direct stenting. While inflating the balloon, the pressure would not increase above 10 atmospheres and contrast medium leaked distally into the vessel. The physician tried to inflate the balloon again, but it was would not inflate. Because the stent was under dilated and in order to complete the implant post dilation was conducted with a different balloon. Intravascular ultrasound (ivus) was conducted and the stent apposition was observed to be satisfactory. The device was removed from the pt and the implant of the cypher was completed. The procedure was finished successfully and there was no report of injury to the pt. The target vessel was the distal right coronary artery; the de novo lesion was described as slightly calcified and moderately tortuous, presenting 75% stenosis. Further info indicated that the physician had difficulty delivering the cypher at the flexed area of the proximal right coronary artery, the physician tried to advance the unit by pushing back and forth and so the balloon rupture might have happened during delivery. However, because calcification was not heavy the physician suspected a pinhole rupture prior to use and unlikely unrelated to the vessel's calcification.